Event description:
On august 28, 2006, the lay user/pt contacted lifescan (lfs) alleging the one touch profile meter was giving inaccurately high readings. On august 30, 2006, the medical affairs specialist (mas) spoke with the pt through an interpretive service to obtain and verify info. In 2006, at approx 7:30 am, the pt obtained a fasting blood glucose reading of 241 mg/dl on the reported meter. Based on the meter reading, the pt took 4 units regular insulin and 12 units nph insulin. The pt had coffee to drink, but no food, following the insulin dose. The pt traveled to his physician's office for a scheduled appointment. Approx two hrs after the insulin dose, the pt experienced the symptoms of blurry vision and sweating, while in the physician's waiting room. The pt's blood glucose level was tested to be 33 mg/dl, using the clinic's meter. The pt was treated with orange juice. The pt's expected fasting blood glucose readings are 120 mg/dl to 130 mg/dl. The pt was somewhat confused, and was unable to provide some of the info requested by the mas. The pt takes regular insulin and nph insulin, but was unable to confirm if the doses for these insulins are routinely adjusted based on the meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. No quality control testing was performed during the call, as the pt did not have control solution. The meter, test strips and control solution were replaced. The pt obtained a higher than expected fasting blood glucose reading, took his insulin dose and later was hypoglycemic. It is unk if the event was related to not eating food after taking insulin. The pt received medical treatment in the form of juice. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.